Event description:
Customer reported that the pull tab is missing rom the left side. The issue was discovered during set up, but the date was not provided. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue that the pull tab is missing. However, evaluation revealed the side window panel slider body is open. Additionally, the panel label has a one inch tear. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. (B)(4).